Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident has not been returned to belmont for investigation. Without the benefit of the device back at our facility for further investigation, we note the following: when the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. We have contacted the hospital to obtain additional information about the case. The manufacturing records for the rapid infuser, ri-2 were reviewed and no anomalies were identified. The associated disposable set was not returned to belmont for evaluation, nor was the lot number available. It was reported that the disposable set was replaced and there were no further issues; there was no injury to the patient. Should additional information become available, a supplemental report will be provided.

Event description:
The user facility reported that there was an overheat incident with the rapid infuser, ri-2 during a case. The disposable set was replaced and there were no further issues.